Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports upper right tooth not quite aligned and bottom left tooth next to canine is tilted, but not protruding. Subsequent information indicated the teeth are getting loose and cutting tongue on the lower right side and the front upper center.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.